Event description:
It was reported that the user experienced low glucose after initiating pump therapy and sought clarification on normalcy, with education provided that early-use adjustments can result in lows and guidance to treat with oral glucose. The user treated with fast-acting carbohydrates. The event occurred on the second day of pump use while the algorithm was still learning. Investigation included complaint record review, user interview, and technical support troubleshooting with education. Investigation of this case revealed no device malfunction reported and user factors consistent with early therapy adjustment. It was concluded that the event was related to use during therapy initiation with cause unclear and that no corrective action was indicated at this time. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.